Event description:
It was reported that relion® insulin syringe had dull needles and the hub separated. This occurred on 11 occasions during use. The following information was provided by the initial reporter: material no: 328512, batch no: 9091716. The customer found needle came off with hub remained in the needle shield, customer found dull needles and he felt uncomfortable during injection issue: consumer reported sometime last week out of 4 bags, he found needle came off with hub remained in the needle shield. Occurence-5 issue: consumer reported last week, out of 4 bags he found dull needles. It was pretty uncomfortable during injection. Sample discarded. Occurrence-3 he uses the 30 unit short needle, he is not close to the syringe, offered to call back with the description. Offered to send the replacement to his pharmacy. Consumer could not write down the cs# since he had an motor cycle accident yesterday and recovering from it.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9091716. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe had dull needles and the hub separated. This occurred on 11 occasions during use. The following information was provided by the initial reporter: material no: 328512 batch no: 9091716. The customer found needle came off with hub remained in the needle shield, customer found dull needles and he felt uncomfortable during injection. Issue: consumer reported sometime last week out of 4 bags, he found needle came off with hub remained in the needle shield. Occurence: 5. Issue: consumer reported last week, out of 4 bags he found dull needles. It was pretty uncomfortable during injection. Sample discarded. Occurrence: 3. He uses the 30 unit short needle, he is not close to the syringe, offered to call back with the description. Offered to send the replacement to his pharmacy. Consumer could not write down the cs# since he had an motor cycle accident yesterday and recovering from it.